Manufacturer narrative:
This case was regarding an employee who had an exposure to blood product from a source patient with a reported (B)(6) result with the alere determine hiv 1/2 ag/ab test. Testing was performed on retained kit lot 090156 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 090156 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported (B)(6) related to lot number 090156 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported that an employee was exposed to blood product from a source patient with a (B)(6) result on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. The exposed employee was not tested with alere determine hiv 1/2 ag/ab combo. The employee was started on (B)(6) as a result of the preliminary (B)(6) result from the source patient. Employee gender, pregnancy status, and outcome were unknown. There is insufficient information to determine if a malfunction occurred. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an FDA observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4), inc. ((B)(4)).